Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with complaints of severe pain at the driveline site. The driveline was swollen and there was a moderate amount of drainage. The patient was started on intravenous cefepime and vancomycin. Cultures obtained were positive for staphyloccocus aureus. A CT of the abdomen showed an internal development of diffuse soft tissue stranding around the driveline. There was no abscess present. The patients antibiotics were switched to a continuous ancef with an esitmation of 6 weeks of therapy. The patient was discharged to home on (B)(6) 2018 with orders to continue ancef. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6) 2018, the patient was taking 1 gm of cephalexin every 8 hours and it was reported that the patient¿s driveline exit site looked better.

Event description:
The patient was seen by infection disease on (B)(6) 2018 and was switched to oral cephalexin. The patient was instructed to continue medication for long term suppression. No further information was reported.